Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. Analysis and findings: the reported event that the "stem broke" from the vacuum cup cannot be physically confirmed as the affected device will not be returned, however, the complaint is acknowledged through the supplied images. The images indicate a vacuum cup severed from the vacuum stem in the area where the device has a designed safe breakaway when excessive force is applied. The device feature on the vacuum stem is designed and intended to separate from the over-molded cup if greater (>) than 41lbf pull force is applied. It should be noted that the same complainant is associated with six complaints within the past two years for the same failure mode that came from three distinct work orders. Three of them have resulted as MDR reportable. It is recommended that the product manager arrange a site visit to better understand the manner of device use to determine if it's being used in a manner as intended, and or additional coaching/training is recommended. A review of the lot DHR did not reveal any abnormality. Also, iqc inspection record indicates that the m-style cup sub-assembly, lot used in work order (B)(4) was sampled and was accepted along with the spc data for pull force for note 14. Correction and/or corrective action : due to the physical affected device not having been returned, root cause being indeterminable and all inspection data indicating the supplier lot used in work order (B)(4) met the minimum pull force, association of multiple reported events with the same account, the reported complaint will be monitored for further trending. Reason:per (B)(4), this complaint will be monitored for trending in that no injury was reported to end user or patient. *was the complaint confirmed? No.

Event description:
(B)(4). "The stem broke away from the cup during pulling, immediately after the cup was placed and mild traction was applied. The cup was placed on baby's head as per normal protocol. The cup got stuck on baby's head and the midwife had to use both hands and moderate force to get the cup from baby's head. Another cup (from the same lot) was used straight after and it did not break, the baby was delivered."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). Product was disposed by end user.

Event description:
(B)(4). "The stem broke away from the cup during pulling, immediately after the cup was placed and mild traction was applied. The cup was placed on baby's head as per normal protocol. The cup got stuck on baby's head and the midwife had to use both hands and moderate force to get the cup from baby's head. Another cup (from the same lot) was used straight after and it did not break, the baby was delivered."